Event description:
The patient stated that on two separate occasions, his infusion tubing has torn. The most recent incident occurred on 12/8/06. He stated his blood glucose measured 500 mg/dl and his normal range normal range is 80-150 mg/dl. He stated that he did not experience any symptoms of high blood glucose, but he realized his infusion tubing was torn when he bolused and felt that that his leg was wet. The patient changed his infusion tubing and injected 8 units of insulin to lower his blood glucose. He stated that the next morning his blood glucose had returned to normal at 112 mg/dl. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.